Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and six shocks due to supraventricular tachycardia. The rhythm was not converted and the therapy was exhausted. Additionally, an inappropriate signal artifact monitoring (sam) episode was recorded from the right atrial channel. No changes were performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and six shocks due to supraventricular tachycardia. The rhythm was not converted and the therapy was exhausted. Additionally, an inappropriate signal artifact monitoring (sam) episode was recorded from the right atrial channel. The patient was scheduled for an ablation in the near future in order to address the supraventricular tachycardia. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.